Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative tricuspid regurgitation (tr), central jet, restricted posterior leaflet, dilated annulus, large anterior leaflet and leadless pacemaker for a triclip procedure. During the procedure, first triclip was implanted on the medial commissural on anterior and septal leaflet. Second triclip was implanted on the mid central side on septal anterior leaflet. After deployment, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the anterior leaflet. Third triclip was implanted between first and second triclips to stabilize the slda. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.